Event description:
On (B)(6) 2018, the reporter contacted lifescan USA, alleging inaccurate low results on the subject meter compared to a laboratory device. The comparisons were performed within 10-30 minutes of each other without intervention of food or medication. The comparisons provided were 61 mg/dl on the subject meter v 80 mg/dl on the lab device, 98 v 123 mg/dl and 110 v 140 mg/dl. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.